Event description:
Per the clinic, the patient underwent revision surgery (B)(6) 2014 due to skin overgrowth issues. The abutment was removed and a magnet was placed. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.